Event description:
It was reported that during a laparoscopy-assisted distal gastrectomy procedure, jamming occurred and the device could not be used. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that device (a) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clip as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The analysis results of device (b) found that it was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing the jaws remain in the closed position, 1 pear shaped clips was released due to and advancer bypass, the remaining 4 clips were fired conforming. The device locked out as intended but the orange indicator was not visible. As not enough information about the incident reported was available, the event could not be confirmed. Batch # g9kk3z, mfg date: 07/16/2010; exp date: 06/16/2015. 3500a codes: (B)(4): advancer bypass - malformed clip - jaws closed. The batch record was reviewed and no anomalies were noted during the manufacturing process.